Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via merlin.net. Review of the transmissions revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No device intervention was performed but programming changes were discussed. There were no consequences to the patient.

Event description:
New information received notes that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were made. The patient was stable.